Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was reprogrammed to deliver total potential nutrition (tpn) with nutriplex 1,400 kcal, for a duration of 35 hours, and delivery was started. No further programmer parameters were provided. After an unspecified length of time, it was reported that the pt's caregiver notified the nurse that the device was alarming. At that time, the nurse noted that the tpn was expected to be remaining. The pt's vital signs were taken and capillary blood glucose (cbg) was drawn. Results were reported as cbg 114mg/dl, blood pressure 100/70mmhg, and heart rate 108 beats per min. The physician was notified and ordered close monitoring of the pt, and for the tpn to be discontinued for an unspecified length of time. There were no reported adverse pt effects. No medical interventions were required. After an unspecified length of time, the device was removed from clinical svc. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.